Manufacturer narrative:
The insulin pump was received with no unexpected blank displays noted during our testing. The insulin pump passed displacement and off no power tests and the operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer inserted a new aaa alkaline battery and the display was okay. Customer will monitor. A replacement battery cap will be sent. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.